Event description:
It is reported that a customer experienced low blood glucose of around 40 mg/dl. The customer complained that the sensor glucose and blood glucose readings on the sensor were a little off but the customer was advised that is normal. The customers was walked through how to insert and were to insert the senor. The customer set the old sensor back for analysis. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.